Event description:
The customer reported being hospitalized due to high blood glucose levels, with a reading of 763 mg/dl. Later in the day, her blood glucose levels dropped to 46 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the high pressure test could not be conducted. The customer stated that she had not changed the infusion set to solve the issue. Advised the customer to change the infusion sett when experiencing high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.